Event description:
It was observed that during the device evaluation, the subject device exhibited jet tube has foreign objects, connecting tube has foreign objects, clogging of jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to jet tube has foreign objects and connecting tube has foreign objects, clogging of jet tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.